Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon and the stent may have caused a dissection. The severely calcified lesion being treated was in the proximal to mid circumflex (cx). The physician tried to pre-dilate the severely calcified lesion several times with minimal results. The physician then attempted to place a taxus express2 8.8% 2.5x24 mm stent over the lesion, however, was unable to cross the lesion. As the stent was being removed from the lesion site, the stent dislodged in the proximal cx from the delivery device. The stent was then post-dilated in the proximal cx. After post-dilation the physician noticed a small dissection distally from the taxus stent. The physician then tried to treat the dissection, however, could not get to the dissection. A decision was made to leave the dissection alone as well as the untreated lesion. Pt was then sent to ICU.